Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Verification of the event details cannot be performed via system logs because system logs do not exist for accessories. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the mcs tip cover accessory was missing from the mcs instrument during a da vinci assisted procedure. The mcs tip cover was not found and retrieved during the same procedure. At this time it is unknown what caused the mcs tip cover to be removed from the instrument, and the location of the mcs tip cover remains unknown.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the clinical sales representative (csr) called in with the customer on 3-way call wanting to know if a monopolar curved scissors (mcs) tip cover is visible by x-ray. The technical support engineer (tse) advised the caller that the mcs tip cover is radiolucent and therefore not visible by x-ray. The tse asked the caller if there was an issue with the system, the caller was not aware, but stated she would call back if necessary. The caller was not sure if an x-ray was going to be done to try and locate a missing mcs tip cover. No procedure information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and the mcs tip cover were inspected prior to use and no issues were noted. The mcs tip cover was properly installed; the installation tool was used. The customer used electrolube to install the mcs tip cover which was not installed beyond the orange surface. The mcs tip cover was not found inside the patient, hence, not retrieved. The mcs instrument was used for 2 hours 38 minutes before the issue was identified. The surgeon reported that the monopolar was not working properly ¿ the instrument was removed from the field. A new monopolar scissors instrument was opened and used for the duration of the procedure. The mcs instrument did not collide with other instruments or hard materials. The customer was not using a reducer at the time of the event. There was no difficulty removing the mcs instrument. The mcs instrument's wrist was straightened upon removal. The customer did not notice any damage after removing the instrument and there was no mcs tip cover. The mcs tip cover and mcs instrument are not available for return. There are no images or video recordings of the procedure available for isi review. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
On 12-jul-2022, intuitive surgical, inc. (Isi) received mw5110677 stating: during the procedure, the scrub technician noticed that the instrument pulled out from the abdomen was missing the tip cover. She looked around and made sure it wasn't in her field and informed the surgeon and assistant surgeon. The team in the room looked through and around the sterile field, and also went through the trash, but were unable to find the missing tip cover. The surgeon and assistant explored inside through the scope before and after specimen was removed. X-ray did not reveal any foreign body.

Event description:
Refer to h10/h11 for follow-up information.